Manufacturer narrative:
(B)(4) date sent 9/25/2025 d4 batch #360d67. Investigation summary the product was returned for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample revealed that the cdh29b device arrived with no apparent damage with the anvil missing. The breakaway washer was not present, all staples were protruding inside the pockets, however, 9 missing staples were noted. It appears that an attempt was made to fire the device with the retainer placed. In addition, the missing staples were loaded and the device was tested for functionality with a test washer on a test anvil and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. It should be noted that an inadvertent movement of the firing trigger after disengaging the safety might cause the staples to fall out. It is important to ensure that the adjusting knob is set in the firing range before disengaging the safety. Therefore, it is imperative that disengaging the safety be the last step prior to firing. Please reference the instruction for use for more information. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 360d67, and no non-conformances were identified. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot.

Event description:
It was reported that during the rectum operation under celioscopy, at the time of the colo-anal anastomosis, I used a compress to put the lubricating gel on the tip of the clamp. For the anvil, as usual, I put a kocher pliers to dip it in the same lubricant gel. Except that looking at the compress used, I realize that several clips of the clamp have fallen and that one is at the edge of the clamp. There were no patient consequences. A new device was used.